Event description:
It was reported that this lead was explanted due to conductor fracture approx. 207 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment not returned. The analysis showed approximately 8 cm distal to the is-1 connector pin that the insulation was found damaged. Furthermore, the conductor cable leading to the shock coil was found fractured. These damages most likely resulted due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.